Event description:
Two mammosite balloon catheters placed were defective. First placement burst in the night; second placement, three days later deemed to be asymmetrical upon evaluation in radiation oncology and had to be removed.three lot numbers involved: 06e09, 06k17, 07c19 - 100 cc balloon. Discussed with patient multiple times; to remove first catheter and place second; then of second defective balloon and removal and plan for external beam treatment instead.